Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor. Unable to confirm the needle/insertion anomaly due to the customer did not return insertion needle, only the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that a piece broke off of the sensor. The customer's blood glucose was around 220 mg/dl at the time of incident. The sensor will be returned for analysis.